Manufacturer narrative:
Inspected two opened and used reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly was observed during the analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please medwatch report # 3004209178-2014-81929.

Event description:
The customer reported being in the emergency room with high blood glucose of 678mg/dl. Explained the customer that the no delivery alarms could cause the high blood glucose. No further information was provided.